Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 800 mg/dl while wearing the pod. Symptoms reported include hyperglycemia with high keytones. No treatment was provided at the time of the call. The patient was released the following day. The pod was removed and discarded at the hospital.